Event description:
It was reported that a patient¿s stimulation stopped when she got up to put her ¿cord¿ away. It was stated that her stimulation had been too high today so she turned it down a couple notches; when she was walking across the room the stimulation stopped. It was reported that the patient had been getting the poor communication screen with and without the antenna attached. It was reported that the patient¿s healthcare provider had not talked to the patient about recharging. It was stated that the patient had an appointment next monday. Additional information received reported that a patient had a coupling problem while recharging. It was stated that ¿all five clicks got zero bars, one more click got 2 bars¿. It was reported that while using the antenna locate feature, it ¿started at 68, found and lost 68, ended at 64. It was stated that the patient started charging with 6 bars, then it went down to 4 bars. It was reported that the implantable neurostimulator (ins) battery was blinking between 0-25%. It was stated that the patient had been told that she wouldn¿t need to recharge for a week (on wednesday), and by friday the ins went ¿dead¿. It was stated that the battery issue started at implant. It was stated that the patient was confusing coupling bars with ins charge level. It was reported that the ins worked great when it was on. Additional information received reported that at 2am the ins had been going and when the patient got up ¿it was dead¿. It was stated that by ¿dead¿ the patient meant she stopped feeling stimulation. It was reported that the patient began recharging the ins and was able to feel stimulation then. It was stated that ¿she got it on today¿. It was reported that the patient had seen her hcp on (B)(6) 2013 and that they had discussed that ¿the patient wasn¿t leaving the recharger on long enough¿. It was noted that the patient had been charging for about 2.5 hours and the ins was ¿just about half way¿ at the time of the call. It was noted that yesterday ¿her husband had the band (recharger belt) so tight she couldn¿t handle it¿. Additional information received reported that the patient had a coupling problem. It was reported that yesterday it took the patient from 8:30 am to 6:00 pm to charge her ins. It was stated that the patient didn¿t know how to tell how low her battery was when she started charging yesterday. It was stated that ¿for most of the time she didn¿t have any but then she finally got 4 then up to 6¿. It was stated that ¿it took her over 2 hours to charge the last ¼ of the ins¿. It was stated that the patient had an appointment on the (B)(6) and the manufacturer¿s representative would be there to show the patient ¿more things¿ and for additional programming.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).